Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that an error (b30) randomly during preparation for use. The device was rebooted and the event was resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to any of the olympus locations. However, an olympus engineer visited the user facility and repaired the device. A device inspection by the olympus engineer confirmed that the connector was loose. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by loose connector connection due to the pin wear. This wear may have been caused by long-term use or physical stress. If significant additional information is received, this report will be supplemented.